Manufacturer narrative:
Investigation summary: the customer reported having issues with the feeding sets leaking. The customer stated three (3) have been opened with issues and they still have fifteen (15) unused that they do not want to try. No patient harm/injury was reported. The report refers to product code 765100, joey cross spike feed & flush, with lot number 200410167. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Lot and failure mode trending was reviewed and no relating trends were identified over a 2-year period. A total of fifteen (15) unused samples were received for evaluation. Visual inspection and functional testing performed confirmed the report of leak between the cross-spike and tubing line. An investigation has been initiated to determine the root cause of this confirmed device failure. No further escalation/action is required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported been having issues with the feeding sets leaking.